Event description:
Rptr complains of muscle and joint pain, sweats and chills, cold hand (blue, red, tingling and numb), sensitive to cold, burning dry eyes, dry mouth, memory loss, irregular heart beats and increased pulse, pain with breathing and chest tightness, buzzing ears, shortness of breath and coughing, fatigue, neck and back pain and tingling, difficulty swallowing, rash on chest and neck, burning and itching breasts, numbness of breasts and nipples, hair loss, sun sensitivity, and swollen hands.